Event description:
The patient via a manufacturer representative reported that they met with the manufacturer representative on the day of the report for a normal programming adjustment. They changed some electrode configurations but didn't do any adaptive stimulation programming. The programming was not quite what the patient wanted for their paresthesia area and the manufacturer representative wanted to know if there were other ways to have the patient adjust their device without having to meet with a manufacturer representative. It was reviewed that the patient would be able to adjust their adaptive stimulation settings on their own. The patient was implanted for non-malignant pain. Additional information was received from the patient reporting that patient had surgery on (B)(6) 2016 to "re-wire" for more coverage on both legs because the disease spread.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.